Event description:
The reporter contacted animas on (B)(6) 2013 reporting becoming severely dehydrated while sick with a flu resulting in a hospitalization. The reporter indicated that the blood glucose was found to be 600-700 mg/dl with ketones, nausea, and vomiting and reported being diagnosed with diabetic ketoacidosis. The reporter indicated being treated with intravenous insulin initially and was then placed on a hospital pump during the hospital stay. The reporter indicated being hospitalized for 5 weeks due to various secondary diabetic complications. During troubleshooting it was noted that the patient was advised to disconnect from the currently insulin pump for prior unrelated issues with the pump. This event is reported as use error of the device because, while the event appears to be caused by unrelated health conditions, the reported event occurred while the patient was using an insulin pump which was previously reported to be malfunctioning and the patient was advised to disconnect from the insulin pump. There is no indication that the previously reported malfunction was related to the reported event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This event is being attributed to unrelated health conditions and use error of the device. The patient was previously advised to disconnect from the pump being used at the time of the event. There is no allegation that the pump caused or contributed to the event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: there was no data in the pump from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.